Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assessment was performed on the device which determined that the device had an unauthorized repair as the hose had been tampered with. Therefore, the pre-test could not be completed. The assignable root cause was determined to be due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was not turning or spinning. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.